Event description:
It was reported that the patients leads had migrated and had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. The explanted devices were not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16600483.